Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected to the device at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis therapy. During troubleshooting, it was noted that there was a loose connection and subsequent fluid leak between a supply bag and supply line during therapy. The technical service representative assisted the patient with clearing the alarm and ending therapy. The patient was to complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The known cause of this alarm is the loose connection. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.